Event description:
It was reported the patient had a change in psychogenic symptoms. The patient had symptoms of schizophrenia and the severity was noted as severe. The patient¿s outcome was noted to be recovering but not recovered. It was unknown if it was related to the investigational drug gablofen. The patient¿s symptoms were not related to the pump, catheter, programmer, or procedure. There were no symptoms of overdose, withdrawal, or resistance. On (B)(6) 2012 the patient exhibited symptoms of auditory hallucination. On (B)(6) 2012 they were admitted to the psychology department. On (B)(6) 2012 the patient was discharged after symptoms subsided. On (B)(6) 2012 the patient was hospitalized again for recurred symptoms. They were discharged from the hospital on (B)(6) 2012. Subsequently, the patient had visited the hospital as an outpatient. The patient¿s symptoms had tended to improve.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was no causal relationship between intrathecal gabalon and schizophrenia.